Event description:
A malfunction alarm with code malf 0 was reported, attributed to a software error. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, and the malfunction did not recur. Customer was advised to continue using the pump and to contact support if any further issues arise.